Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left patient dissatisfaction with procedure outcome (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the mnt-men-15-003 clinical trial, participant (B)(6). It was reported that a caucasian female patient underwent primary breast augmentation with 370cc mentor memorygel breast implant (mentor glow study gel devices) on (B)(6) 2018, and expressed dissatisfaction with the procedure outcome on both sides. Patient wanted bigger implants after child birth. As a result, the patient underwent bilateral explantation and replacement with catalog number shpx535; serial number (B)(4) on the right side, and with catalog number shpx535; serial number (B)(4) on the left side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.